Event description:
Customer alleged blood glucose results of 75 mg/dl, 118 mg/dl, 154 mg/dl, 176 mg/dl, and 156 mg/dl within 10 minutes on the advantage system. Customer reported having no symptoms and did not treat or act based on results. No serious adverse event reported. Product not available for return; replacement sent.